Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms. No noise was noted and the patient was not pacer dependent. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.